Event description:
It was reported that bd luer-lok¿ tip syringe was damaged, but still operable. The following information was provided by the initial reporter: "a piece of the barrel base is broken. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe was damaged, but still operable. The following information was provided by the initial reporter: "a piece of the barrel base is broken".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-apr-2022. H.6. Investigation: it was reported a piece of the barrel base is broken. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed. The scale printing is skewed and the barrel flange is damaged. No other defects or imperfections were observed. This defect could occur if there was a jam during the printing process inducing the symptom reported. A device history record review was completed for provided material number 309653, lot number 1307862. The review revealed there was documentation of this type of defect during the production of this lot and a quality notification was issued. Verification of the printing process was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.